Event description:
It was reported that the hcp expected 5ccs in reservoir, but was unable to aspirate anything from the device reservoir. The pump was refilled with 17-18 ccs of morphine 25 mg/cc in complex continuous dosing of 3.039 mg/day. No device troubleshooting or patient symptoms were reported.

Manufacturer narrative:
.